Event description:
It was reported that the nurse was rewarming a patient on the arctic sun device and the temperature cable stopped working. They were getting a message that says the temperature was out of range. They have disconnected and reconnected the probe and cable and flushed the foley. Currently, nurse had the temperature in cable in temperature port 2. Temperature continued to display as dashes when moved to temperature port 1. Suggested verifying if the foley would read on the bedside monitor if the connections were compatible. Nurse was trying to obtain another temperature in cable. Mis explained that a rectal or esophageal probe might be used if the foley was found to be faulty. Either the foley or temperature in cable would need to be exchanged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was rewarming a patient on the arctic sun device and the temperature cable stopped working. They were getting a message that says the temperature was out of range. They have disconnected and reconnected the probe and cable and flushed the foley. Currently, nurse had the temperature in cable in temperature port 2. Temperature continued to display as dashes when moved to temperature port 1. Suggested verifying if the foley would read on the bedside monitor if the connections were compatible. Nurse was trying to obtain another temperature in cable. Mis explained that a rectal or esophageal probe might be used if the foley was found to be faulty. Either the foley or temperature in cable would need to be exchanged.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is short in temperature in cable. However, this cannot be confirmed. They were getting a message that says the temperature was out of range. They have disconnected and reconnected the probe and cable and flushed the foley. Currently nurse had the temperature in cable in temperature port 2. Temperature continued to display as dashes when moved to temperature port 1. Suggested verifying if the foley would read on the bedside monitor if the connections were compatible. Nurse was trying to obtain another temperature in cable. The serial number of arctic sun device was included for reference purpose only. Mis explained that a rectal or esophageal probe might be used if the foley was found to be faulty. Either the foley or temperature in cable would need to be exchanged. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications: environmental conditions: at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section: vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal: upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module: the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord: hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line: water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution: arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes: patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables: a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables: the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.